Event description:
While using an osi spine bed the mechanics malfunctioned as the circulating team was rotating the patient back to supine from a 5 degree tilt. The malfunction of the bed caused the bed to pitch to the right and continue in a downward rotation. The circulating team managed to stop the rotation of the bed and stabilize both the patient and the bed. The patient was not harmed during this event. FDA safety report ID #: (B)(4).